Event description:
It was reported that restenosis occurred within a year of implantation, requiring reintervention. A 10x31,5.9f,135cm carotid stent self expanding was selected for use. The procedure was completed using the original device with no device issues. During a routine follow-up, reintervention was determined to be the next course of action because restenosis and vessel occlusion occurred within a year of implantation.

Manufacturer narrative:
B3: date of event: the event date was estimated based on information that the event happened sometime around 1 year after the procedure date ((B)(6) 2023).